Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc). Omsc investigated it on july 14, 2017. The needle tube was detached from the joint of the needle slider. The specified amount of adhesive was coated at the specified location on the joint of the needle slider. The manufacturing record was reviewed and found no irregularities. This type of damage is most likely related to the operator¿s technique. Omsc assumed that the needle tube was detached from the needle slider since the joint between the needle slider and the needle tube was subjected to an excessive load. When the needle tube was detached, the cracking noise occurred, and then the needle tube could not be retrieved into the sheath. The instruction manual of the device has already warned as follows; do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. If using the same instrument several times during an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an endobronchial ultrasonography, the subject devices were used. The doctor heard a cracking noise when the doctor was taking a sample with the first subject device, and then took out the first subject device from the endoscope. The needle of the first device could not be retracted. The doctor replaced the first subject device with the second subject device and found the metal piece in the endoscope. The metal piece was retrieved. The doctor heard a cracking noise and could not retract the needle when the doctor used the second subject device. The procedure was completed. There was no patient injury reported. This is the report regarding the second subject device. The report regarding the first subject device is going to be separately submitted.